Event description:
Device 3 of 3. Reference MFR report: 1627487-2011-10415, -10416. The pt received the scs system on (B)(6) 2011, which included two leads (from different lots) and two lead anchors (from the same lot). It was reported the leads had migrated resulting in ineffective stimulation. The leads were removed and replaced on (B)(6) 2011.

Manufacturer narrative:
Eval: results - ineffective stimulation caused by lead migration cannot be confirmed through product testing alone. As received, one anchor had a small tear in the silicone overmold on the distal end. The anchors were locked and unlocked multiple times with no anomalies noted. Lab leads were inserted into the anchor in the unlocked position, secured and removed without any anomalies noted. Both anchors functioned as designed. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.